Event description:
It was reported that the user¿s ilet pump fell from a table, which pulled the infusion set off the applicator before insertion; no device damage was reported, and a new teflon inset (23 inch, 6 mm) was placed with guidance, using the existing cartridge supplies to the connector and insulin delivery continued. Symptoms included no change in blood glucose. Outcomes included no medical intervention, no hospitalization, and uninterrupted therapy after the site was replaced. Investigation included troubleshooting and education over the phone. Investigation of this case revealed incorrect deployment of the infusion set or an unsecured connector prior to insertion, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event.